Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event can not be determined. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04283 / 05103).

Event description:
It was reported that the patient had an initial right hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to suspected metallosis and pain. It was noted during the revision that there was inflamed tissue but no black tissue. A review of invoice history confirmed the patient underwent a revision procedure on (B)(6) 2003 likely due to femoral fracture. The stem was revised and wires were implanted. Subsequently, the patient was revised on (B)(6) 2007 due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that the patient had an initial right hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to suspected metallosis and pain. It was noted during the revision that there was inflamed tissue but no black tissue.